Event description:
Additional information received reported that it was unknown what caused the fracture. It was stated that no trauma was noted. It was added that the patient had increased generalized pain/spasms. It was noted that the extensions were replaced. There was no mention of memory loss in the patient¿s file. It was later reported that patient experienced a decrease in pain control in the right upper extremity. It was stated that the patient had a right upper extremity amputation and had an extreme sensitivity to touch. It was also stated that the patient¿s pain was controlled at the level of 4-5, but was now a 10. An impedance check was performed and measurements on contacts 4 through 7 were greater than 10,000 ohms. A CT and x-rays were taken with no apparent break in the system. It was also reported during the revision on (B)(6) 2012, the healthcare provider (hcp) found several areas of the extension wire where the covering of the wired had been ¿denuded.¿ it was reportedly thought that this was the cause of why the ¿system did not function.¿ the paddle lead was found to be ¿functioning well with normal impedances.¿ the extensions were replaced (ins remained). Another impedance check was performed and normal impedances were seen ranging from 9 to 1500 ohms on all contacts. There were no reported complications and the patient reportedly tolerated the procedure well.

Event description:
It was reported the patient had surgery about 8 months prior to report. There was reported to have been a fracture in the leads, and so they were replaced. It was unclear if the surgery about 8 months prior was the lead revision reported or an implant. It was noted the patient's brain surgeries were 'killing' him and the patient's memory was 'going' every time they opened his skull. The patient's leads were implanted in their brain. It was later reported the revision with the leads occurred in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3998, lot# v015071, implanted: (B)(6) 2010, product type: lead. Product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37083-60, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3998, lot# v015071, implanted: (B)(6) 2010, product type lead; (B)(4).